Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia which led to the discovery of an erosion through the esophageal lumen of two linx device beads. The linx device was used as part of the anti-reflux procedure. A dilation was performed on (B)(6) 2017. The patient is doing well and does not want the device removed. The physician is reviewing the case. Multiple requests to the physician for more information have been made to no avail.